Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/14/2020 additional information: d9, h4, h6 a manufacturing record evaluation was performed for the finished device qcmdem, z712 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported that the needle was broken at the swage. It was received for analysis an empty opened foil, a winding former with three undispensed needle-suture and five detached needle of product code z712d, lot qcmdem. This product code is multistrand and each packet contains eight strands. During the visual inspection of the sample, the needle was received broken at the swage area, body fluids could be observed, and marks were present due to use. In the inspection of seven needles, no defects or needle broken was noted. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause. A suture needle was returned for evaluation. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000788965 revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what do you mean by "the needle was broken at the swage part"? Please explain. Did the needle break from the swage part? Yes, the swage part was broken. Did the device present pull off suture needle? Please explain. No. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and suture was used. During the procedure, the needle broke at the swage part during interrupted suturing. There were no adverse patient consequences reported. Additional information was requested.